Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, this cardiac resynchronization therapy defibrillator (crt-d) exhibited short atrial tachy response (atr) episodes due to oversensing of the minute ventilation signal. The minute ventilation sensor was programmed off. This crt-d remains in service. No adverse patient effects were reported.